Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested.

Event description:
A surgeon reported that four days after intraocular lens (iol) implant surgery a pt's lens suddenly rotated 30 degrees by vigorous rubbing of the eye. Her initial postoperative uncorrected vision was 20/25, and it dropped to about 20/80 immediately after the dislocation and returned to 20/20 with subsequent surgical repositioning. She was a very high myope pre-operatively and took a 7.5d spherical equivalent lens. Additional information has been requested.